Manufacturer narrative:
(B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product location unknown.

Event description:
It was reported that the impactor had broken when the implant was released from the impactor. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). Reported event is considered confirmed as visual examination showed the device was fractured at the base. Sem analysis was performed which suggested a bending overload. There were also fractures on each prong of the device. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.